Event description:
It was reported that the epidural trays have broken glass vials in the packs. The warehouse staff has not seen any physical damage to the box.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural kit with no relevant findings. Visual inspection could not be performed as no sample was returned by the customer for investigation. The customer did return several photos, however, only burst iodine can be seen for lot # 23f18m0235. No broken ampules can be seen. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was provided for analysis. The customer did provide photos; however, no broken ampules could be seen in the photos. A device history record review was performed on the epidural kit with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the broken ampules could not be determined based upon the information provided and without a sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the epidural trays have broken glass vials in the packs. The warehouse staff has not seen any physical damage to the box.